Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 18.5 mmol/l; cause was due to altitude alarm. Customer delivered a correction bolus via pump to address bg level. The customer followed instructions from technical support to clean the pump's speaker holes and replace the cartridge, which resolved the issue and allowed the pump to resume normal operation.